Manufacturer narrative:
Updated section d9 (device availability) h6 (type of investigation), h6 (component code), h6 (investigation findings), and h6(investigations conclusions). The swan ganz catheter was received for evaluation. Evaluation results revealed that the reported event was confirmed. The continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. The proximal leadwire was found to be broken under the balloon. The distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with air and remained inflated for five minutes without leakage. Based on further engineering evaluation conducted at the manufacturing site, there is no evidence that supports or confirms the failure mode is associated to a manufacturing, or design defect. As part of the device manufacturing process, the units go through a inspection. It was verified there are manufacturing controls to avoid potential causes related to the confirmed condition. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. All events will continue to be reviewed and monitored.

Event description:
As reported, during use on a patient, this swan-ganz pacing catheter failed to function properly, resulting in the absence of visible pacing spikes. The issue was resolved by replacing the device with a new one. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.